Event description:
The reporter indicated that a 13.2mm vicmo13.2 implantable collamer lens of -3.5 diopter, was implanted into the patient's left eye (os) on (B)(6) 2024. On (B)(6) 2024, the lens was exchanged for a shorter length lens due to excessive vault. Cause of the event is unknown. The problem was resolved.

Manufacturer narrative:
A4-a6:unk. (B)(4).